Event description:
It was reported that during preparation of the 2.0x15mm mini trek balloon dilatation catheter (bdc) air was continuously pulled, thus a leak was suspected. Reportedly, there was no resistance noted during removal of the bdc from the dispenser coil and no resistance noted during removal of the stylet and protective sheath. There was no reported patient involvement and no reported clinically significant delay in the procedure. Another 2.0x15mm mini trek bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported complaint related to a leak in the shaft was able to be confirmed through device analysis. The device was pressurized and found to be leaking in the shaft at the location of the guide wire exit notch. A review of the complaint database revealed no events of air leaking at prep from this lot. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, the issue is possibly related to handling of the device during manufacturing. This type of reported complaint will continue to be monitored per local quality procedures.